Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed hemoglobin cell-dyn ruby result when compared to the alinity hq result for one patient. The following data was provided: ruby hemoglobin = 7.85 g/dl alinity hq hemoglobin = 8.71 g/dl there was no impact to patient management reported.

Manufacturer narrative:
The customer reported falsely depressed results for one patient sample on the cell-dyn ruby, serial number (s/n) (B)(6)when compared to the alinity hq instrument. Based on the information provided,hgb control values for (B)(6)are recovering within the expected range, and recovery values are similar to the customer¿s peer group. Due to the difference in technology between the cell-dyn ruby and the alinity hq, it is expected to encounter differences on the results between the analyzers. A review of all complaints associated and a review of complaint trends for the list number was performed. The review did not identify any adverse trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby, serial number (s/n) (B)(6)was identified.